Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has chronically exhibited pacing impedances at the low end of normal, with one single event falling below the normal value and triggering a device alert. The alert for pacing impedance was programmed off but lead integrity alerts (lias) and lead noise discriminator detections remain on. The lead remains in use. No patient complications have been reported as a result of this event.